Event description:
The customer reported that the battery last very little, and he drooped the spring inside the battery. The customer's blood glucose level was unknown mg/dl. The spring inside the insulin pump is broke, because this situation the battery do not work properly, the damage is physical.

Manufacturer narrative:
Findings: pump received with failed battery test alarm due to corroded battery tube. Unable to perform normal operating currents due to failed battery alarm. No broken battery spring during visual inspection. Pump received with minor scratched lcd window, scratched reservoir tube window, broken belt clip slot and cracked battery tube threads.